Event description:
It was reported to philips when the unit was plugged in, the unit did not turn on, nor did the light indicating the unit is charging. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Philips remote service engineer advised the customer that this unit is no longer supported, and we no longer have repair parts available. Further information is pending.

Manufacturer narrative:
Upon a follow up the customer reported that the unit was retired or taken out of service. No further information was provided. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.